Manufacturer narrative:
The recipient has reportedly recovered well. The device passed the external visual and photographic imaging inspections. System lock could not be obtained at any spacing. This is believed to be due to the use of monopolar cautery. The no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. However, the device was received in a no-lock state. This is believed to be due to the use of monopolar cautery during explant surgery. This is the final report.

Event description:
The company was informed that the recipient had a high fever and experienced cerebrospinal fluid discharge from the nose. A CT scan revealed that the electrode was in the scala vestibuli. The recipient was hospitalized on (B)(6) 2015. The recipient's device was explanted and the cerebrospinal fluid leak was repaired. The recipient continues to be monitored.